Manufacturer narrative:
Follow up #2: correction:10/26/2015. The initial 3500a report stated that the control solution results were inaccurately high, however it should have read that the blood glucose results were inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the control solution results were above/below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 3: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis. The initial complaint involved test strip lot # 3797904; these test strips passed all testing with no faults found. The reported issue could not be confirmed. Additional test strips from different lot # were also returned: - test strip lot # 3746723. These test strips failed testing. The reported issue was confirmed. A secondary issue was also noted; the test strip vial was returned opened. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). - test strip lot # 3769947. These test strips passed all testing with no faults found. The reported issue could not be confirmed. The reported issue could not be confirmed in the returned control solution (lot # 4z3aj01). However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.